Event description:
The pump reportedly overinfused. Pump was set to infuse 500cc lipids at 21cc -> 1830. When nurse checked on pt, IV pump read 300cc left in bottle; however, only 100cc were actually left in bottle. Facility reported the pt is ok. This occurred on (B)(6) 2009. Biomed tech was unable to provide any more details.

Manufacturer narrative:
The device was received by b braun on 5/11/09. Device evaluation is underway; results will be reported when the evaluation is completed.